Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer experienced high blood glucose values of 234 mg/dl. The insulin pump had low battery and the customer replaced the battery. The screen of the insulin pump did not turn on. Customer treated high blood glucose values with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will return for analysis.

Manufacturer narrative:
Device received with cracked case and broken battery tube threads. Device passed the run current test, self test and off no power test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No blank display and no delivery alarm noted during the testing. However, device received with a high idle current, problem isolated to motherboard.